Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not duplicated. The device's delivery accuracy was running at three different tests, all of the test were found to be over the manufacturing specifications. Inaccurate delivery, was out of spec over delivery. The pumps expulsor was trimmed in order to bring the delivery into more nominal of a range. The root cause could not be determined.

Event description:
It was reported that a smiths medical pump was short on delivery. No adverse patient effects were reported.